Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va3a8gd039, implanted: (B)(6) 2026 explanted: (B)(6) 2026, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 01-may-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During procedure once lead was placed and device turned on no parasthesia was experienced troubleshooting steps included running impedance, finding many high impedance contacts swapping out the wens and then swapping out the lead which took care of it.